Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Reported event wasn't confirmed as the pictures received doesn't show us that the inner cement pouch sealing was opened. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, lot number b749ac0513 were manufactured on 23 may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging is opened during the operation, this is the seventh incident in (B)(6) in 2020. No adverse health consequences.

Event description:
It was reported that the inner sterile packaging is opened during the operation.no adverse health consequences.

Manufacturer narrative:
(B)(4) the following sections were updated: b4, b5, e1, e2, e3, g3, g7, h1, h2, h6, h10. The pictures provide show us that the pouch was damaged. The reported event is confirmed. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that 2 998 products designation refobacin bone cement r 1x40g, reference 3003940001, lot number b749ac0513 were manufactured on 23th may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 3 complaints have been recorded for refobacin bone cement r 1x40g, batch b749ac0513 within all this years. A customer letter will be sent to the complainant. According to available data, the most probable root cause is due to packaging issue (sealing process). A CAPA has been initiated in order to implement actions to avoid the recurrence of this type of issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.